Manufacturer narrative:
A review of tickets determined that there is elevated complaint activity for architect anti-hcv reagent lot numbers 94357li00/ 94361li00, 95367li00/ 95371li00, 94655li00 and 95522li00/ 95526li00. A review of tracking and trending identified no trends associated with the complaint issue. Return testing was not completed as returns were not available. Manufacturing documentation including statistical process control (spc) charts were reviewed. This review found the likely cause lot generated lower readings and values for the calibration and controls and normal results for an internal panel of known concentration. Retained reagent kits of representative lots were tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, six commercially available seroconversion panels were tested and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagents detected the same bleeds as reactive. Based on these data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of architect anti-hcv was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed a (B)(6) anti-hcv result on the architect analyzer. The customer claims a (B)(6) hcv result, and the sample was rna (B)(6). No specific numeric data was provided. There was no impact to patient management reported.